Event description:
Additional information received noted that the cause of the event was the lead; adhesion around the lead which led to a bowel obstruction. Abnormal impedance measurements: none. 2012-(B)(6) xray/scan showed small bowel obstruction with transition point likely secondary to adhesions related to ins. Surgical intervention on 2012-(B)(6) was noted as lysis of adhesions and revision of leads. Device was not removed and continued to function well in follow up. Hospitalization was required. Patient outcome: serious injury/illness - recovered without sequelae.

Event description:
It was reported that the patient experienced a bowel obstruction on (B)(6) 2012. The patient had come into the office the day before with abdominal pain; the stimulator was checked and was functioning okay. The following day, the patient was admitted and underwent surgery for lysis of adhesions and repair of small bowel enterotomy. It appeared that the lead was attributed to the issue: a CT was performed to see if the leads were in approximation of the sbo (small bowel obstruction) transition; the scan showed the enteral therapy wires were around the base of the mesentery, causing a small bowel obstruction. During surgery, the wires could be seen traversing and being under tension from the anterior abdominal wall down to the base of the mesentery and then hidden on their track towards the anterior surface of the stomach. There were obviously dilated loops of small bowel and then an area of adhesions around the leads. There was an adhesion to the base of the mesentery that was tethering the lead at its midpoint and this was creating a band under which a loop of bowel had gone under and created a small bowel obstruction. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Lead model # 435135, lot # nht011384n, implanted: (B)(6) 2010, explanted: unknown; lead model # 435135, lot # nht011361n, implanted: (B)(6) 2010, explanted: unknown.

Manufacturer narrative:
Product ID: 435135, lot# serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2019, product type: lead; product ID: 435135, lot# serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2019, product type: lead; product ID: 435135, lot# serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2019, product type: lead; product ID: 435135, lot# serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2019, product type: lead. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a manufacturer representative (rep). It was reported that the patient had a colectomy done at the hospital ten days prior to being transferred to the managing hcp. The hcp stated that one of the leads had some scarring to the abdominal wall, but they weren¿t convinced that the lead had caused the obstruction. The system was removed on (B)(6) 2019. It was noted that the issues were resolved. No further complications were reported or anticipated.